Event description:
Nerve damage, swollen lymphoid; I had miradry done twice both on each armpit. Couple years later, I still cannot feel under my armpits. Totally numb and large swollen glands from the treatment. Also my lymphatic system under my arm pit doesn't work now, wont drain, it destroyed my underarms and lymphatic system. Https://www.miradry.com/. FDA safety report ID# (B)(4).